Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user wearing the ilet while admitted to a hospital for non-diabetic breathing issues experienced a hypoglycemic episode, with a lowest blood glucose of 53 mg/dl and approximately one hour below range, and the device was being used in a hospital setting contrary to product instructions. Symptoms included a low blood glucose event without loss of consciousness, dizziness, or other reported acute effects. Outcomes included user self-treatment without professional medical intervention or use of back-up therapy, and no ketone testing. Investigation included internal complaint review and user education regarding appropriate use outside hospital settings. Investigation of this case revealed no device alerts or alarms and no device malfunction reported, and the event was characterized as hypoglycemia with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.